Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing an "er1" issue with her one touch ultra2 meter. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject meter began on (B)(6) 2011, at 9 pm. She stated that she manages her diabetes with insulin (no adjustments) and due to the alleged issue she denied taking any actions in regards to her treatment. The patient claimed "3 hours" after the alleged issue started she felt "confused and shaky." She denied receiving any form of medical treatment in regards to her symptoms. During the initial call with customer service, the agent noted that the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report. The 510(k) # is k053529.